Manufacturer narrative:
(B)(4). Batch # t5ay6r. Additional information was requested, and the following was obtained: when you mention security system are you referring to the manual override lever on the top of the device or are you referring to the knife reverse switch? The tried the manual override was the knife reverse switch attempted? If yes, did it function at all? Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? After removing the battery, it was possible to open the device. Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lobectomy, it was not possible to open the device, also not with the security mechanism. It was possible to open after the surgeon removed the battery. There were no consequences for the patient.